Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error codes #23008 and #23017 were associated with the endoscopic camera manipulator(ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. System error code #23017 occurs when the da vinci s safety system determines that a motor did not respond as expected and the measured motion did not match the internal simulation of the motor. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The ecm was returned to isi for failure analysis investigation. Engineering evaluation found that the potentiometer assembly and motor encoder were defective, thus generating the system error codes experienced by the customer. The potentiometer assembly and motor encoder were replaced to repair the ecm. As of (B)(6) 2010 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced system error code #23008 and #23017. With the assistance of a technical support engineer, the site restarted the system and exercised the affected axis of the endoscopic camera arm, however, the site was unable to override the system error codes. The surgeon decided to convert the procedures to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.